Manufacturer narrative:
The device history record for lot 20004987 was reviewed, and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 02 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database, and identified as complaint (B)(4).

Event description:
It was reported that the, "turbo csc [closed suction catheter] sleeve blew up when attached to the pt [patient] on the ventilator. Suction not connected and csc [closed suction catheter] not used." Closed suction catheter was replaced. No patient injury was reported.